Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd fluid. The patient was hospitalized and treated with vancomycin injection (500mg, every 2 days, discontinued) and ceftazidime injection (1gm, once daily, discontinued) for peritonitis. The patient was retrained on proper aseptic techniques. At the time of this report, the patient recovered from the events and was discharged from the hospital. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.